Manufacturer narrative:
Unit alarmed compromised force sensor system during the prime compromised force sensor system test at 4.0 lbs. Due to loose motor support disk.

Event description:
The customer reported via phone call that insulin squirted out of the infusion set during the prime process. She held and pressed the act button but the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.